Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade kept rotating outside of the barrel when the trigger was released. The patient suffered a minor superficial abrasion on the abdominal cavity wall as a result which did not require any medical or surgical intervention. Another like device was used. It was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The drive cable stopped rotating after the trigger was released during the evaluation. If the selector switch on the back of motor drive unit was incorrectly set during the procedure, the device could have exhibited the reported condition. The blade failed to rotate during the evaluation. It is likely that the accumulation of tissue prevented the blade from continuing to rotate as intended.